Event description:
Boston scientific received information that this patient expired the night after the implant procedure. It was reported that post-operative device check was unremarkable. The patient's cause of death was not specified, however to date, no product allegations have been made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.